Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator.  Patient said they are not using anything because they are going to get it taken out. Patient has been in the hospital for the past 2 days, the doctor wont be able to remove the device until tuesday. Patient said when they were using the device it made their headaches worse and their chest pains were hurting as bad as it was something else. Patient also said their asthma flared up and they ended up weezing and everything so they chose to just take it out. They noticed their symptoms 1-2 weeks after the dbs system was implanted, patient wasredirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that patient did not have an infection, but system was explanted on (B)(6) 2025. Rep reported that the cause of wheezing was unknown, however healthcare provider did not believe that it was related to implant/therapy. Healthcare provider did not think there was any device issue.